Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one creatinine modular chemistry box that leaked. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.

Manufacturer narrative:
A replacment was sent to the customer.